Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified outcome. Product was used for therapeutic treatment. Reason for mesh implantation: stress urinary incontinence procedure (s) performed: intravaginal sling, cystoscopy postoperative complications: (B)(6) 2011- discomfort, feels bloated, frequency, nocturia, stress and urge incontinence, dysuria, hematuria, pain, hesitancy - post void residual 11 cc return to clinic in 3 months - underwent cystoscopy, right ureteroscopy, stone manipulation, stent placement for severe right colic under general anesthesia on (B)(6)2011. There was stress urinary incontinence ¿ resolved, mild urgency - prescribed vesicare. (B)(6) 2013 - complains of pain to left side since 2011, worse with coitus, some discharge, frequency - right ovarian cyst 2.5 cm, urinary incontinence, pelvic pain, ovarian cyst, abnormal uterine bleeding, leukocytosis. Urinalysis negative - urine culture ordered.